Event description:
It was reported that during a farapulse procedure, a series of errors on the farastar generator system were experienced leading to a cancellation of the procedure. First a 305: voltage failure message was received indicating the main capacitors are not able to reach required voltage when a treatment is attempted. The charge was cancelled and the system was recharged, but the message reappeared. The same process was repeated, resulting in a 322: power supply charge error message indicating the power supply is unable to charge the main capacitors in a given amount of time. The generator was power cycled, and a 201: main post failure message appeared indicating a failed power on self-test. At this point, the procedure was cancelled. No patient complications were reported. A field service engineer arrived on site and verified the reported issue and root cause. The farastar hv power prln pcba was replaced with a new part per internal work instructions. The system passed all functional tests is now fully operational.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.